Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07111. It was reported the pt experienced the system to become hot while recharging the device. The pt reported the ipg pocket site heats up and she feels a burning and a tingling sensation. The pt also mentioned the skin becomes red and warm. The physician has recommended that pt replaces the device with a non-rechargeable ipg. The pt is working with her physician to resolve the issue. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in field correction and field advisories. 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.